Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of three submissions from the same event. The other two are (B)(4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of why the glenosphere did not engage properly with the baseplate and why the humeral insert (liner) and the revers cup were exchanged the day after the original surgery could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the univers revers glenosphere was used for a reverse shoulder procedure on (B)(6) 2015. A medium universal glenoid baseplate was used with the glenosphere device. It was reported that the glenosphere did not engage properly with the baseplate. The issue was discovered the day after the procedure was performed. Follow-up investigation: revision procedure took place on (B)(6) 2016. The surgeon replaced the glenosphere with a 39 +4 lateralized, exchanged the cup for a 39 neutral and the liner to a 39+3 standard liner. Explanted devices were discarded by the facility.